Event description:
A report was received that a patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70, serial/lot#: (B)(4), description: linear lead with enhanced stylet, 70cm; model #: sc-2352-70, serial/lot#: (B)(4), description: linear 3-4 lead, 70cm; model #: sc-3138-55, serial/lot#: (B)(4) description: scs phiii ext 55cm.

Event description:
A report was received that a patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Update to the initial MDR in fields: additional information was received that the reason for the patient's explant procedure was due to elective reasons. The explanted devices were not returned to bsn as they were discarded by the medical facility.